Event description:
Tbm sent in a cnf stating the following. The patient lift has a bent caster off the ground, leaving it unstable. The patient is only (B)(6) lbs, and the provider is unsure how this happened. There is no other damage to the device, and no indication that it was used for any other purpose than to lift the patient.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.